Manufacturer narrative:
Unit received with all operating currents within spec and passed self-test, error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. No rewind anomaly noted. Motor passed motor test. Unit had minor scratched lcd window. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life, scratches on screen, slower rewind and unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.